Event description:
The patient's mother was concerned that the pump was not delivering insulin because her daughter's blood glucose levels were elevated. The patient was taken to the emergency room on (B)(6) 2010 for elevated high blood glucose: the patient's meter read "high," which indicated a blood glucose level over 28 mmol/l (500 mg/dl). The patient's mother indicated that the doctor was unable to identify the cause of the elevated blood glucose level. The patient was released the next day. On (B)(6) 2010, the patient's blood glucose was 14.3 mmol/l (257 mg/dl) at 5:30 am and continued to rise to 29.7 mmol/l (535 mg/dl) at 2 pm. The patient's mother treated the patient with an insulin injection and her blood glucose went down to 5.9 mmol/l (106 mg/dl).

Manufacturer narrative:
The animas representative went through troubleshooting with the patient's mother. The patient's mother stated that the pump settings (date/time, basal, total history) were correct. The patient's mother claimed that the skin site and pump was removed at the hospital and she did not see any signs of site tolerance, scarring, or infection; however, she was unable to recall if the cannula was bent. The patient reportedly changes out site every 3 days, does not reuse cartridges, and uses insulin within date. When the patient's mother removed the infusion site from the thigh on (B)(6) 2010, she noticed a slight bend in the cannula but did not see any signs of site/skin tolerance. Animas placed a follow-up call to the patient's mother on (B)(6) 2010. The patient's mother claimed that the elevated blood glucose levels were resolved after changing the infusion site. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The data for the time of the reported hospitalization is not available for review due to continued pump use. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.